Event description:
At about 3 months from primary, the patient came in reporting pain due to a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27-05-2025 lot 2414786: (B)(4) items manufactured and released on 05-06-2024 expiration date: 2029-05-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: liner: impact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2419887: (B)(4) items manufactured and released on 31-10-2023 expiration date: 2028-10-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.